Event description:
Reporter alleged obtaining discrepant blood glucose results of hi, 338 & 173 mg/dl when all tests were performed back to back on the advantage system within 10 minutes. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.